Event description:
Customer reported that when she inserted the sensor and pulled out the plastic tube, it became stuck. She reported that she had received calibration errors and then removed the sensor. She stated that the needle housing had been stuck in her body. She declined troubleshooting for the calibration errors. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.